Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable pulse generator (ipg) no longer communicates with the patient controller (pc). A representative met with the patient and confirmed the patient controller and clinician controller would not connect with the generator. The patient stated stimulation therapy was lost in (B)(6) 2020 and the "replace generator" message had appeared on the pc. Since the ipg is not responding to commands, the ipg is considered inoperable. The next course of action has not been determined.